Event description:
Event description boston scientific crm received information that upon interrogation of the pacing system prior to the device replacement procedure for normal battery depletion, this atrial lead displayed high impedance measurements and was unable to capture the myocardium. Under fluoroscopy, during the procedure, the lead did not appear to be in the atrium. The lead was surgically abandoned and successfully replaced with a competitor's model.